Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the stapler jammed in the jaws while firing. Another device was opened to successfully complete the case. There was no consequence to the pt.